Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was unable to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.